Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (does not properly charge) was confirmed. As received, the charger was resetting. Upon evaluation, the u13 processor was shorted. The cause of the resets is the shorted processor. The root cause of the shorted processor cannot be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger was not properly charging the battery packs.